Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin-I result. Quality control (qc) was within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods. The cse ran 10 replicates of chemistry test, troponin calibration, system check test and quality control, which were acceptable. The cse pulled filter data and there was no issue with contamination . The cse identified preanalytical sample handling could be the potential cause of the discordant troponin result. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I result was obtained on one patient sample on a dimension rxl max with hm instrument. The initial discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same and on an alternate instrument, resulting lower. A new sample was drawn and the result matched the results obtained upon repeat testing of the original sample. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin-I result.

Manufacturer narrative:
Additional information (29-nov-2017): a siemens headquarter support center (hsc) specialist reviewed the event information. Data is consistent with sample integrity (fibrin) causing carryover from drains or probes. The instrument is performing according to specifications. No further evaluation of the device is required.